Event description:
Contacted regarding a falsely high serum ethanol (etoh) test result, from a single patient, that was generated by the synchron lx20pro instrument. The original serum etoh result was 20 mg/dl. The customer indicated that the pt was denied access to the liver transplant list based on the etoh results. However, beckman coulter, inc. Is unable to verify the statement with the information provided by the customer. Pt sample was recollected and ran on fresh reagent cartridge and 4.5 mg/dl of serum ethoh result was obtained.